Event description:
Customer reports, after pretest a catheter was placed in the pt. The pt had undergone a prostectomy, post op radical surgery. The dr over inflated the balloon with 15 cc of water. During transfer to the gurney, the catheter was found out of the pt. They were able to replace the catheter without reopening the pt.